Manufacturer narrative:
Additional information was added: the device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water which revealed spike port cap leakage at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined; however was most likely due to inadequate or lack of cyclohexanone being applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked "from the middle amber port". The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.